Event description:
It was reported that the asymptomatic patient presented in device clinic. Upon device interrogation, it was discovered that the right atrial lead was dislodged. X-ray confirmed the lead had dislodged. The lead was reposition and the patient was stable post procedure.